Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was transplanted. The patient had several power spike episodes from the time of initial implant until recently. The patient also had severe rv failure necessitating a pump speed of 8400 rpms. Any higher speed caused symptomatic arrhythmias. The pump is returning for evaluation.